Event description:
Our affiliate is reporting that a pt had an arthroscopic shoulder procedure in 2008. Several days later, the anchor pulled out. This is all of the info that has been made available to mitek at this time. There are questions out to our affiliate for further detail and status.

Manufacturer narrative:
Depuy mitek is at this point in time, waiting receipt of the complaint device and is also in the information gathering mode. When all that can be had is had and evaluated, the results of the investigation will be the subject of the follow-up report.